Manufacturer narrative:
The insulin pump was received with an unexpected restart alarm during testing due to voltage leak. There was no cosmetic damage and no external ram crc error alarm on the insulin pump. (B)(4).

Event description:
Customer reported via phone call external ram crc error alarm and unexpected restart alarm. Troubleshooting for the unexpected restart alarm was performed. Customer's alarm history showed 3 unexpected restart alarms and 3 external ram crc error alarms. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.